Event description:
It was reported that during a ptca treatment procedure the maverick2 monorail balloon ruptured at 3 atms on the third inflation. (The initial inflation was to 6 atms and the second inflation was to 8 atms.) The patient was asymptomatic during this event. The lesion being treated was a calcified and 90% stenotic lesion in a tortuous distal rca. The maverick2 monorail balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. Patient status is reported as 'good'.